Manufacturer narrative:
(B(6). Based on the available information, this event is deemed to be a serious injury. No further information was available at the time of the report. Should additional information become available, a follow-up report will be submitted. (B(4).

Event description:
End user reports that he developed circumferential redness under the mass and tape collar. End user reports seeing a dermatologist who prescribed luxiq foam 0.12 percent and is now using betamethasone foam .012 percent which is a substitute for luxiq foam.